Event description:
It was reported that in (B)(6) 2012 a patient had a fall and broke her left humerus. She was diagnosed with a multi segmental distal humerus which was fixed with synthes implants. An olecranon osteotomy was performed to position the plates properly. Patient was implanted with a lateral and a medial plate. One year post op the patient reported high levels of associated pain, reliance on morphine for daily pain management, and limited range of motion. This is report 1 of 1 for complaint 41948 and pertains to two humeral plates of unknown part number and unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.